Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 trigger was very hard to pull back when ligating branches. The customer said they have been noticing that the triggers are getting harder to pull. That this is causing fatigue in the hand of the end users. There was no affect on the patients.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/ 213/67) the overall 24 month product complaint trend data for the period mar-2020 through feb -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 trigger was very hard to pull back when ligating branches. The customer said they have been noticing that the triggers are getting harder to pull. That this is causing fatigue in the hand of the end-users. The thumb of the end users (not patient) was fatigued. Thumb muscle was sore after case, but no medical intervention was required. The case was completed using the device in the complaint. There was no effect on the patients.